Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A new prescription form has been received for a revision due to aseptic loosening. It has been further reported there is a femoral nail in situ as a temporary spacer.

Manufacturer narrative:
An event was reported regarding loosening of custom distal femur that had been implanted for 25 years. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends.

Event description:
A new prescription form has been received for a revision due to aseptic loosening. It has been further reported there is a femoral nail in situ as a temporary spacer.